Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker went into backup vvi mode. Programming changes were made, and the issue was resolved. The patient was stable.